Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
The device was scrapped therefore the reported failure mode was not confirmed. Alleged failure: power too high or activated too long. Probable root cause: 1. Generator power malfunction. 2. Material/design error. 3. Conductive irrigant used. 4. Manufacturing / assembly error. 5. User error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the insulation was compromised.